Event description:
Rep reported that the device tubing broke at bond. No patient harm reported as ICU personnel detected the break immediately and changed system.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device in process.

Manufacturer narrative:
Upon completion of the investigation it was noted that the root cause for the problem reported by the customer could not be fully determined. During the visual inspection, glue traces were found on the tubing and in the stop cock. The current quality inspection for these assemblies is established at 100%. These assemblies are tested for leaks and blockages. It might be possible that the root cause of the problem reported is a result of atypical forces when detaching the tubing. This however could not be confirmed. A review of the device history records could not be determined since the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.